Event description:
The reporter stated: "a concern that one of his doctors has with the dermatome blade orientation and graft quality. The doctor is convinced that if the blade is installed as were recommend in our manual, and now physically mark on the blade itself, that either he or his residents have had issues with graft thickness. He indicated that they had 4 unexpected full thickness grafts over the past few months." "The hospital risk department has advised the doctor that he must use the dermatome only as per the manual so he is at an impasse and has decided not to continue to use our dermatome." Numerous attempts were made for additional information. On 04/16/2013, the risk manager reported: "the rm department has addressed each dermatome incident with an FDA medwatch report, and twice that I am aware of the device has been sent to ecri with inconclusive findings. Unfortunately with each malfunction the blade was discarded to the sharps container so this was never sent to ecri and was not included in the quality review of the dermatome. Our process: typically the dermatome is pulled from service for 7 months and is sent to biomed for investigation and serviced if necessary. We do have a case review on each incident and those incidents that I have documented since 2011 have all led to patient harm that I am aware of. I will not be able to provide you with patient identifiers other than age/gender. I will be forwarding you the redacted documents I have on the dermatome issues. "As far as the ID for the blade and delay in surgery: I would be unable to provide this to you as this is not typically documented but can defer this question to the director of operating room services for her input." Additional clinical information was requested by integra lifesciences.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.